Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to lead thresholds elevated to the point of no capture. It was also noted that the patient likes to play with their device when they go to sleep. The lead remains in use. No patient complications have been reported as a result of this event.